Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. In addition the recipient experienced pain during fitting of the device, which was most likely caused by inadequate fitting parameters e.g. To high mcls. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected and pain was reported. Reportedly, the pain was only present during fitting and attempts to change various fitting parameters re-implantation was performed on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
As per device explant report form, pain and high impedance.